Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. Facility disposed of old battery.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. Facility disposed of old battery.